Event description:
Fiber broke off outside the scope at about 70 cm from the distal tip. No pt injury reported. This incident occurred in (B)(6).

Manufacturer narrative:
No conclusions can be made since product was not returned to dmta and limited info was provided by the customer in reference to the complaint event.